Manufacturer narrative:
Further information was requested, but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device battery reached end of life (eol) level. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
Complaint of premature discharge of battery was not confirmed. The device was received at end of life (eol) level due to normal battery depletion. The device image indicated the autocapture feature was enabled and device was operated in high output mode at times. When automated setting are programmed, such as autocapture, device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further analysis performed after installing new battery and reloading the product code, including testing at various pulse amplitudes, resulted in no anomalies. The implant duration was 8.80 years, which exceeded device¿s 7.17 years projected longevity and is considered normal battery depletion.